Event description:
A nurse reported that during air/fluid exchange, using the extrusion line, the system kept switching to vitrectomy mode. This happened several times during the case causing the surgeon to have to stop and switch back to extrusion mode. There was no advisory. The case was prolonged due to the event. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).